Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset and unexpected shutdown occurred. Customer's blood glucose was 187 mg/dl. Reportedly, the customer will load a new cartridge and infusion set and resume insulin delivery following the call with tandem technical support.